Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. The user informed olympus technical support that, upon reseating the digital light source cable, the reported problem was resolved.

Event description:
A user facility reported to olympus that, during a procedure, the olympus cv-190 was not producing an image when connected to an olympus series 190 scope and no error was generated. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that, since the problem was eliminated by reattaching the maj-1933 cable, the event likely occurred due to a connection failure of the cable. As stated in the instructions for use, as a preventive measure, "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. The cables should not be sharply bent, pulled, twisted or crushed. Cable damage can result."